Manufacturer narrative:
The product was not returned for evaluation. The catalog and lot number were not provided, hence DHR review was not possible the reported condition could not be confirmed. No root cause was determined. Linked to mfg report number: 1121308-2019-00015 and 1121308-2019-00017.

Event description:
This is 2 of 3 reports. Dr. Reddy's pharmaceutical company reported on behalf of the customer regarding cerebrospinal fluid (csf) leaks and product quality issue with duragen plus (product ID unknown). It was reported that csf leak occurred in 3 cases after using duragen plus: 2 cases of cranial surgery and one in spine surgery even after proper care and closing. Additional information has been requested however no other clinical information has been provided.